Manufacturer narrative:
The biomedical engineer (bme) reported that they had a couple of beds drop off of the central nurse's station (cns). One is reported in this complaint, and the other is reported in the related complaint (B)(4). No patient harm was reported. Vmc-c319 cns-6801a sn (B)(6)(172.16.101.19). Bsm-6701a sn (B)(6). Bsm-1700a model and sn ni. Software versions & devices involved: cns-6801a v 02-20. Bsm-6701a v 08-93. Bsm-1700a v 02-68. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: b2. D4 lot number & expiration. D6a - d6b. D7b. F1 - f14. G4 device bla number. G5. G7. H2. H7. H9. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. A2 - a6. B6 - b7 . Attempt #1 12/08/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient information as requested. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor model: bsm-6701a. Sn: (B)(6). Device manufacturer date: 09/12/2017. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Bedside monitor (bsm-1700 series. Model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that they had a couple of beds drop off of the central nurse's station (cns). One is reported in this complaint, and the other is reported in the related complaint (B)(4). No patient harm was reported. Vmc-c319. Cns-6801a sn (B)(6) (172.16.101.19). Bsm-6701a sn 04426. Bsm-1700a model and sn ni. Software versions & devices involved: cns-6801a v 02-20 . Bsm-6701a v 08-93. Bsm-1700a v 02-68.

Manufacturer narrative:
Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, per the FDA request.

Event description:
The biomedical engineer (bme) reported that monitoring from the bedside monitor (bsm) was dropped at the central nurse's station (cns). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that monitoring from the bedside monitor (bsm) was dropped at the central nurse's station (cns). Another cns experienced the same issue and was reported on ticket (B)(4) and reported in MDR 8030229-2023-03966. No patient harm was reported. Investigation summary: it was determined that the cause of the issue was a cns software deficiency at the cns and an unstable network connection during the wlan transport process. Cns software version: 02-20. Nihon kohden technical support (nk ts) and nk cits are currently working with the customer to assess and improve their local network environment. Nk also plans to improve the cns software to better retain bsm information in case connection issues arise during wlan transport. The next cns software upgrade is estimated to be released in june 2024. Nk plans to address this issue through cns software improvements and will continue to monitor and trend similar complaints. Additional device information: d10: concomitant medical device: the following devices were used in conjunction with the cns: bedside monitor (bsm-6000 series): model: bsm-6701a. Sn: (B)(4). Software version: 08-93 . Device manufacturer date: 09/12/2017 . Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Bedside monitor (bsm-1700 series): model: ni. Sn: ni. Software version: 02-68.

Event description:
The biomedical engineer (bme) reported that monitoring from the bedside monitor (bsm) was dropped at the central nurse's station (cns). No patient harm was reported.